Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. There were no visual or functional abnormalities noted during pmv testing. The obturators were inserted and removed from the trocars with no binding or difficulty. The shields retracted and the spades cleanly penetrated the test media, allowing the cannulas to pass through smoothly. The flip tops functioned properly. In addition, the instruments passed an air leak test. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the 5 mm reducer in the port is loose it can't be sealed properly. They tried another port with the same lot number, same thing happened. No unanticipated tissue loss. No unanticipated extension of the incision by more than 1 inch. No unanticipated blood loss of 500cc's or more. No delay in surgical time by more than 30 minutes due to the product's problem. No device fragment or component falling into the patient's cavity. No device fragment left in the patient. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The obturator was received inserted through the port. The envelope seal was stretched, most likely due to prolonged insertion of the obturator during shipping and was intact. Functionally, the obturator passed through the trocar without difficulty, and the instrument was applied to test media. The safety shield retracted, and the spade penetrated the test media cleanly and completely. The instrument failed an air leak test due to the observed stretched seal. This product is leak tested during the manufacturing process, so it is unlikely that the seal was stretched prior to receipt by the user. Unfortunately, the device was returned with the obturator inserted, which precludes further evaluation of the seal. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. No enhancements or improvements will be generated. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
Additional product was received from the account.